Event description:
It is reported that the pt's sensor insulin pump displayed a motor error. The pt's blood glucose level was 419 mg/dl. Troubleshooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further info available

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, a stained address and serial number label and a missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.